Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that there was a thirty minute delay to replace the blade and collect the broken pieces. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that wear observed on the teeth suggests that the blade came into contact with metal while cutting. The sudden impact of the blade coming into contact with cut guides or surgical instruments could cause the tabs to fracture at the mount. The markings on the mount of the blade suggest that the hand piece was both pushed forward and pulled backwards while the blade was engaged and in operation. These bending forces, as depicted by the markings on the mount, coupled with the impact of the blade against metal could have contributed to the breaking of the blade at the mount. The associated instructions for use(IFU) for the handpieces to used with this blade contain the following warning; " do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity." The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that there was a thirty minute delay to replace the blade and collect the broken pieces. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.